Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl to "high" on cgm. Elevated blood glucose level was addressed with rest and changing supplies. Tandem technical support educated the customer on treating with a bolus via the pump.